Event description:
It was reported that the target area was a bifurcation lesion at the circumflex and 1st marginal branch. After stenting the proximal lesion with a 3.5 x 15 mm xience prime stent, the proximal segment of the side branch was predilated. A 2.25 x 15 mm xience prime stent was advanced but was unable to successfully cross the ostium of the sidebranch (only half the stent was advanced into the vessel). While retracting the device into the guiding catheter, the stent dislodged from the stent delivery system (sds) balloon. The sds balloon was able to be partially reintroduced into the dislodged stent and was inflated at 2 atmospheres inside the stent in order to retract the dislodged stent from the anatomy. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight; guide cath: cordis xb 3.5 8f; stent: xience prime 3.5 x 15 mm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.